Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump underinfused autologous stem cell transplant in unit 57 oncology, hematology, bmt of foothills medical centre. The customer reported that the transplant infused at a rate of 999ml/hr. The exact volume indicated on the bag and programmed was 76mls; however, only 17.3ml was added. In addition, the set used with the pump was "solution set 101" w/ male leur lock adapter, product code 1c8109s." It was also reported there was no patient injury.